Event description:
Ventilator showed extended peak pressure in alarm notify screen and wave form showed no breath delivery. Assessment of patient showed no chest rise. Device removed from service, hand ventilation began and patient's oxygenation improved.======================health professional's impression======================the wave forms showed no breath delivery when the patient did need ventilator support.